Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 419 mg/dl. Customer was also mentioned other blood glucose values such as 349 mg/dl, 400 mg/dl, 410 mg/dl. The customer was treated with intravenous insulin and insulin pump. Based on customer report customer did not allege the insulin pump was under delivering. The customer stated that the drive support cap appears to be normal. The customer was wearing the insulin pump within 48 hours of high blood glucose event. The customer also reported that the insulin pump passed high pressure test. The insulin pump will not be returned for analysis.